Event description:
Bed was in shop for repair. Brake function checked as part of service. Casters rolled with approx 20 lbs of force. Spec is 50 lbs. Stryker had installed brake recall repair kit last year.